Event description:
Hcp reported pt presented in 2004 with signs of an infection of the lead track. These include redness and drainage. Cultures of the lumbar region were obtained. Staph aureus was the organsim cultured. The pt was treated with IV antibiotics. Device registration system reports device was removed but not returned to the MFR for analysis. Hcp reports pt's infection is resolved. Risk factors include debilitated status and decubitus ulcers.